Manufacturer narrative:
Concomitant medical products: product ID: 37751, product type: recharger. Product ID: 37642, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had shaking coming back. The patient tried using the recharger on the call but was seeing reposition antenna screen. They used the patient programmer and stim was off. Therapy was turned back on. It was confirmed the recharging equipment was working as intended. The ins was on, they had 6 coupling boxes, and the ins was 3/4 full. Troubleshooting resolved the issues. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that the circumstances that led to the stimulation being off was the wire covers had wore off of their wires to the charger and is fine now.